Event description:
The svc report shows that while performing a device eval, it was found that the device failed the outlet valve pressure test. The nellcor puritan bennett svc tech inspected the device and replaced the outlet valve assembly. The unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.